Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a transient ischemic attack (tia) and thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2016. A 27mm watchman ® laa closure device was implanted and a complete seal was noted. The patient was discharged on eliquis and aspirin until the 45-day follow up. At the 45-day follow up, a complete seal was also noted. The patient then was on plavix and aspirin until the six month follow up. After the six month follow up, the patient was just on aspirin. On (B)(6) 2018, approximately two weeks prior to the one year follow up. The patient had a tia. A transesophageal echocardiogram (tee) was performed which revealed thrombus on the face of the closure device. A complete seal was noted around the closure device. The patient was put back on eliquis. The patient does not have any residual effects from the tia. A repeat tee has been scheduled, but not performed yet.